Event description:
It was reported that during an open therapeutic gastric procedure, the probe tip of a sonicbeat energy device (sb-0520ic) detached during use. Initial information indicated that it was unknown whether the detached tip separated inside or outside the patient; however, follow-up information from the customer confirmed that the probe tip detached outside the body. The detached component was retrieved and accounted for. The procedure was completed by replacing the device with another sonicbeat energy device. There was no prolongation or delay of the procedure, and no patient injury or adverse health consequences were reported. A usg-400 ultrasonic generator was used in combination with the device during the procedure. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.